Event description:
During a stent placement procedure, the physician used a cook endoscopy zilver expandable metal biliary stent introduction system in the common bile duct. The stent deployed as intended and was partially overlapping a previously placed stent in the right bile duct. Resistance was not encountered during removal of the introduction system. After placement of nasal biliary drainage system, an angiogram showed the tip of the introduction system remained in the pt's gastrointestinal tract. (The tip of the introduction system is cylindrical in shape and is approximately 1.5cm in length; 2mm in diameter.) Examination of the zilver introduction system that had been removed from the pt confirmed the tip was missing. The tip of the introduction system was not removed from the pt and reportedly a "wait and see" approach was administered. No additional medical procedures were immediately required due to this occurrence. At the time of the report, the pt had not experienced any adverse effects due to this observation. If additional info is provided, a follow-up MDR will be submitted.

Manufacturer narrative:
The info in this report was provided to us by cook (B) (4) on behalf of a medical facility (B) (4). The medical facility (B) (4) involved in this report is listed. (B) (4). Evaluation: our evaluation of the returned introduction system confirmed the report of tip separation. The gray dilation tip of the introduction system was not included in the return. Damage to the introduction system was not observed. The presence of the adhesive used during MFR was confirmed when the introduction system was viewed under magnification. Without the tip of the introduction system to evaluate, a full investigation could not be completed. A conclusive cause for this occurrence was unable to be determined during our laboratory evaluation of the returned introduction system. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Tip separation during use represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: we were unable to conduct a full investigation because the tip of the introduction system was not available for eval. A discrepancy or anomaly that could have contributed to the tip separation was not observed with the returned introduction system. A definitive cause for the tip separation was unable to be determined. Tip separation can occur if excessive pressure is applied to the introduction system during removal of the introduction system. If the stent is placed in a severe stricture, this can cause resistance in introduction system removal, and encourage an application of excessive pressure. The instructions for use for this product caution the user that assessment must be made to determine the necessity of sphincterotomy or balloon dilation prior to stent placement. These activities are performed in an effort to ensure smooth stent deployment and uneventful introduction system withdrawal. Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: the appropriate personnel have been notified of this occurrence in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.